Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain.') And ovarian cyst ('right ovarian cyst.') In an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included renal transplant. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant) and dyspareunia ("dyspareunia") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (right oophorectomy and total robotic hysterectomy with bilateral salpingectomy.). Essure was removed. At the time of the report, the pelvic pain, ovarian cyst, uterine leiomyoma and dyspareunia outcome was unknown. The reporter considered dyspareunia, ovarian cyst, pelvic pain and uterine leiomyoma to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in medical records: pelvic pain, ovarian cyst, uterine leiomyoma and dyspareunia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain.') And ovarian cyst ('right ovarian cyst.') In an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included renal transplant. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant) and dyspareunia ("dyspareunia") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (right oophorectomy and total robotic hysterectomy with bilateral salpingectomy.). Essure was removed. At the time of the report, the pelvic pain, ovarian cyst, uterine leiomyoma and dyspareunia outcome was unknown. The reporter considered dyspareunia, ovarian cyst, pelvic pain and uterine leiomyoma to be related to essure. ¿concerning the injuries reported in this case, the following one/ ones were described in medical records: pelvic pain, ovarian cyst, uterine leiomyoma and dyspareunia". Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.